Manufacturer narrative:
The date received by manufacturer has been used for this field. Results: four loose 10ml syringes without packaging were received by bd canaan that were reported to be from batch 7058746 (p/n 309605). All four samples were found to have neither print nor signs of stray ink. A review of the device history record revealed that there was a print cylinder change during the manufacture of batch 7058746. It was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure mode and an absolute root cause for this incident cannot be determined. (B)(4).

Event description:
It was reported that several 10 ml bd luer-lok¿ syringe bulk sterile pharmacy convenience trays did not have graduation markings or numbers on the barrel. This was discovered before use and there was no report of exposure, injury or medical interventions.